Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was about 1,000 mg/dl. Blood glucose level at the time of the call was 112 mg/dl. The customer was shipped a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.